Event description:
Pt attached to elastomeric device (delivering vancomycin) and noted leaking where tubing met luer lock. Returned to department to have device/line assessed by rn. Rn determined tubing leaked at distal portion of tubing where tubing enters luer lock.